Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Troubleshooting found that the power board for the viewing station of the imaging system was the probable cause of the anomaly. The power board for the viewing station of the imaging system was then replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system shut down and restarted without prompt from the user. The reported issue occurred while navigating. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.